Manufacturer narrative:
Upon completion of investigaiton, a follow up report will be filed. Complaint sample not returned.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint samples discarded by customer.

Event description:
Questions and responses from customer: were all (B)(4) devices form the same hospital: yes. You noted the event date as the (B)(6) is this for all (B)(4) devices, if not could you give me event dates (we had to take a date).: (B)(6) couldn't give me a specific date of the recent event nor could he for the ones in the past. Would it be possible to have lot numbers? Unfortunately not, because all the products were discarded.

Event description:
Drip chamber can't be emptied quickly enough in 30% of all cases. We're now discussing one specific case that happened a few weeks ago and the made a (B)(4) report. They had to put a needle in the collection back and make suction to promote emptying of the drip chamber. This increased infection risk. Fortunately no adverse events were thereafter detected by patient. They have a big subarachnoidal population of patients; their liquor is often bloody and full of cloths. But an eds3 system should be able to cope with this. Eds3 drains well when the liquor is clear and watery. Date the event, if different from date of procedure/surgery: liquor drainage unknown, several times since introduction of product in hospital. They claim to have problems with emptying the dripchamber in 30% of the cases. They do have a big subarachnoidal population of patients drip chamber couldn't be emptied quickly enough. They had to put a needle in the collection back and make suction to promote emptying of the drip chamber. This increases infection risk. Fortunately no adverse events were thereafter detected by patient. (B)(4) if yes, please provide this medical rationale as it was stated to you: no, they think it is due to the design of all of our eds3 systems. They had to put a needle in the collection back and make suction to promote emptying of the drip chamber.